Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_pump, product type: pump. Hsiao jh, tsai cc, liang tj, et al. Adjuvant hepatic arterial infusion chemotherapy is beneficial for selective patients with hepatocellular carcinoma undergoing surgical treatment. Int j surg. 2017;45:35-41. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: previous studies have reported the benefit on adjuvant haic in hcc patients undergoing liver resection. We assumed that adjuvant haic would provide advantage for patients with microscopic tumor spreading after hepatic resection. Therefore, we conducted this study focusing on those patients with single hcc that had pathologically proved (micro or macro-) vascular invasion and those with multiple hcc's. The object is to see whether or not the adjuvant haic would improve the disease free and overall survival of hcc patients undergoing curative resection. Reported events: it was reported that catheter dislodgement occurred in patients receiving adjuvant hepatic arterial infusion chemotherapy (haic) with 5-fluorouracil, cisplatin, and epirubicin.